Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
According to the reporter, the device detached early. A review of the study confirmed early detachment. A repeat procedure was completed on the patient on (B)(6) 2016.